Event description:
According to the available info, a (B)(6) female pt received an osseospeed ev implant on (B)(6)2014. After 22 days, the clinician explanted the implant. He suspected that the pt "could be sensitive to metal, may need to be checked." There is no info regarding the pt's symptoms.

Manufacturer narrative:
While it is unk if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Eval of the implant's surface properties did not show any deviations.